Event description:
Customer reported her sensor readings are inaccurate. She stated, there was pain at the site and a little blood after insertion, but the sensor was working for about two hours. Customer thought it would level out, but the sensor readings were consistently one hundred points off. She changed the sensor and her new sensor has so far been accurate. Customer was advised to upload to carelink to better diagnose the issue. She was advised to monitor the issue and call when needed. Customer's current blood glucose is 280 mg/dl. Nothing further reported.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested, and passed with accurate readings. Needle anomaly was not verified due to the needle was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.